Event description:
The customer reported that he has been experiencing low blood glucose levels, and has been talking with his doctor about getting his insulin pump upgraded. The customer stated that he experienced low blood glucose levels while driving one day, and when he made it home he passed out. No medical assistance needed. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the drive support cap was flush. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.